Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer troubleshot an issue with tower doors not opening and found that the microswitches were dirty. The fse cleaned and lubricated the microswitches, rebooted the system, and successfully tested door operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 2 doors that constantly failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.